Event description:
It was reported the pt is no longer receiving stimulation due to her scs ipg being able to communicate with external devices. It was also reported the ipg exhibited a low battery flag. Based on the program parameters premature battery depletion appears to have occurred. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.